Event description:
International customer reported that the surgical drain broke during a planned explant two days following a left ovariectomy. The patient was returned to surgery for explant of the retained fragment.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplementalform. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 47887isp, mfg: 05/20/2008, exp: 06/30/2013. Lot: 47409isp, mfg: 03/05/2008, exp: 03/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.